Event description:
Allegedly revised due to high metal ion levels with clunking and squeaking.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-522.